Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material present in device is confirmed; however, the exact cause is unknown. Four photographs of a 4fr single-lumen powerpicc were returned for evaluation an initial visual observation of the photographs showed a powerpicc catheter with 3cg stylet in an open tray. A dark hair-like material was observed to be wrapped around the extension tube of the t-lock. No obvious use residue was observed in the sample in the returned photograph. While a hair-like material could be seen in the returned photographs, the circumstances of its introduction- whether during manufacturing, packaging or handling- could not be determined based on the photographs; therefore, the exact root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that a hair was found wrapped around materials in the PICC kit.kit was trashed and a new kit was opened.